Event description:
It was reported that when the ultra stent delivery system (sds) was being backloaded on to the guidewire, the physician noticed that the balloon looked much longer than the stent itself. The stent appeared to be the correct size, but it was not on the correct size balloon. The sds did not enter the guiding catheter or enter the anatomy. Another ultra sds of the same size was used to complete the procedure without further incident. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported oversized balloon was not confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that could have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.